Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported, via a manufacturing representative, that 6 patients had their stimulators removed as they were not experiencing any benefit.